Manufacturer narrative:
Concomitant medical product: (B)(4) implanted: (B)(6) 2012. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that both, the right ventricular (rv) lead and the atrial lead, had high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.